Manufacturer narrative:
One used sample was received, connected to a gibeck humid-vent filter and non-avanos flex connector and adapter with tubing and yellow connectors. Visual examination revealed no damage to the device. The thumb valve depressed and returned. The catheter tubing was advanced and retracted without issue. Testing of the catheter revealed no issues with suction function. No physical or functional issues were experienced with the returned sample. The reported event could not be confirmed. No root cause could be determined. All information reasonably known as of 20 nov 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. All information reasonably known as of 16 sep 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that "product failed with a patient...they replaced the item with the same item from supply and the issue resolved itself." Additional information received 27-aug-2019 indicated the "patient was being cared for in respiratory department and stopped breathing with device in place. Nursing staff quickly replaced unit with same part from stock and issue was resolved." "Product was not broken. I was told it was not functioning and patient could not get air, they then changed out to another of the same product from the stock supply and no issue was found this time. No specific failure information to share with you other than that."